Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. During the sterilization confirmation prior to the procedure and prior to opening the packaging, the needle was found sticking out from the packaging. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): actual sample was returned for evaluation. Visual inspection was performed and a hole was found in the overwrap.